Event description:
Philips received a complaint by the customer on the v60 indicating that a "100b test failed" watch dog error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer informed the remote service engineer (rse) that following a recent flow sensor assembly replacement, a "100b test failed" watch dog error message was continually displayed. The rse recommended that the customer swap the new flow sensor with the old flow sensor temporarily to see if the error goes away. If the 100b error does not occur with the old flow sensor, the rse advised the customer to contact parts about a warranty replacement for the flow sensor assembly.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "100b test failed" watch dog error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered.